Event description:
Acute thrombosis. The intended procedure was an elective case to treat a lesion in the mid and distal left anterior descending (lad). During the procedure, the lesion was pre-dilated to 16 atmospheres (atm) for 15 secs, then a 2.5x23 mm cypher stent was deployed at 16 atms for 15 secs, then proximally to the first stent, a 3.0x13mm cypher stent was deployed to 16 atms for 20 secs. Post treatment, the lesion presented a 25% residual stenosis. The vessel remained with timi iii pre and post procedure. After the procedure, the pt complained of chest pain. A coronary angiogram was conducted and thrombosis was observed inside the implanted stents. The physician suspected heparin-induced thrombocytopenia (hit) and therefore, stopped administrating heparin. Argatroban was administered intravenously instead. However, the thrombi wouldn't stop forming. Angioplasty was conducted again a micro driver stent was implanted inside the second cypher. Further info provided by the physician indicated that the pt did not have hit because thrombosis formation did not stop after stopping the administration of heparin. Therefore, the possible cause of the thrombotic event was, because lipid core was sticking out between the strut of the 2nd cypher stent.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. Additional info will be submitted within 30 days upon receipt. This is one of two products involved in the same pt and reported under mfg numbers: 9616099-2008-02399. Additional info will be submitted within 30 days upon receipt.